Event description:
Information was received indicating that the patient with this port developed a grade 3 infection at the port site and experienced delirium and a fever. The patient was admitted to the hospital and received intravenous antibiotics. No additional adverse patient effects were reported.

Event description:
It was additionally reported that patient was able to be treated without any further injury. The cause for the event remained unknown. Patient received an oral antibiotic by a local oncologist. The event is considered to be resolved.